Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded. The event is currently under investigation.

Event description:
It was reported that during an atherectomy and percutaneous transluminal angioplasty (pta) involving multiple sites, the sheath became stuck and broke during removal. Six procedures were performed: abdominal aortogram with lower extremity runoff, therectomy and pta of left posterior tibial artery, atherectomy and pta to tibioperoneal trunk on left, thrombus aspiration of the left popliteal and tibioperoneal trunk, atherectomy and pta to left distal superficial femoral artery , pta to proximal left superficial femoral artery . It was reported that the device that was being utilized through the sheath, the dilator was attempted to be reinserted. Access was gained around the aortoiliac bifurcation. At the end of the final angioplasty the sheath would not come back. The patient's anatomy was said to have scar tissue noted at the femoral artery groin site. The device was removed surgically. Additionally, it was reported that the patient coded, was intubated, and required transfer to a hospital with a hybrid or. The patient's current condition is unknown. The patient was stabilized during the procedure.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, instructions for use, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to the reported failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.